Manufacturer narrative:
(B) (4).

Event description:
In (B) (6) 2007, the patient was unable to operate her stimulator with the patient programmer; the middle light for the stimulator did not go on when the patient programmer was turned on. The patient felt like she had some stimulation, but it was only running up her neck when she stood in a certain position. Follow-up with the patient's physician was recommended at that time. In (B) (6) 2008, it was reported that the patient had had no stimulation since about 2 years ago. The patient stated that she hadn't had the device checked in years. Follow-up with the patient's physician was again recommended. In (B) (6) 2010, while the stimulator was turned on, the patient experienced a shocking or jolting sensation. The patient felt the shocking/jolting when she was in the car or in the bath. Follow-up with the patient's physician was again recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).